Event description:
It was reported that the bur seized up and quit rotating. There was no indication given at the time the event was reported that any pt injury occurred. Follow-up info was requested, but no further follow-up info was provided.

Manufacturer narrative:
Final investigation of the device revealed that the inner and outer shavers of the device were fused together.